Event description:
This is report 1 of 2. Report rec'd from the USA stating that the motor device "overheated" during pre-testing. An identical spare motor device was available for use. There was no pt involvement. No injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The motor device was rec'd for eval. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If add'l info is rec'd, a supplemental report will be sent.